Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder overheated and would not shut off while in the patient. A replacement device was used. There were no patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the cold and hot jaws were burned. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)